Event description:
Follow-up revealed, the patient was implanted with a new lead and extension on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) was experiencing ineffective stimulation coverage. Lead diagnostics revealed high impedance measurements. Reprogramming was attempted but did not provide resolution. In turn, surgical intervention was undertaken to explant the patient's lead without an sjm representative. It was also reported the physician decided to implant a new lead at a later date.